Event description:
On july 22, 1997 it was reported to oec medical systems inc, that an accidental radiation occurrence happened to oec model 9000. During a procedure when the footswitch was released the system continued to make x-rays. Hospital staff removed hand control and then shutdown system to stop the production of x-rays. Hospital staff chose to remove system and use back up unit to finish procedure. Field service engineer was unable to duplicate malfunction, however the fse removed and replaced suspect parts. Fse tested/inspected and returned system to current specifications. Hospital reported no adverse event, death, or serious injury to patient involved.